Event description:
This involves the use of the hospira symbiq serial number (B)(4). It is reported on (B)(6) 2013, when the nurse hung primaxin 250 mg/100 ml to run at 200 ml per hour, however, the primaxin 250 mg/100 ml bag ran in less than a minute when the hospira infusion pump said it had only infused 3 mls of fluid. Free flow.